Event description:
Revision surgery - patient has been dislocating since original surgery, the surgeon brought the patient back to revise. He removed the 32 +4, reverse shoulder prosthesis (rsp) humeral socket insert that was placed during the original surgery and put in a +8 monoblock spacer, and a 32 +4mm semi constrained rsp humeral socket insert for added stability. The patient was stable when taken to recovery. There were no defects with the components that were in originally or the one that was removed. The surgeon felt he did not build up the humeral side enough during the original surgery.

Manufacturer narrative:
The reason for this revision surgery was dislocation. The length of in vivo service was 11.3 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) function, (B)(4) dislocation, (B)(4) pain, (B)(4) infection, (B)(4) trauma, (B)(4) instability, (B)(4) revision with unspecified reason. This event is deemed to be non-product related. No reported issues associated with the explanted product and provided no information that definitively described the root cause or reason of the joint dislocations. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Factors that may contribute to joint dislocations that are not associated with the implants are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.